Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s) and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter kink is confirmed but the exact cause remains unknown. Two radiographic images were provided for evaluation. The first image appears to depict two devices in use within a patient. The image notes appear to indicate the devices are a powerpicc provena catheter and a feeding tube. The event description indicates the catheter was placed in the right basilic vein. The images were forwarded to a consultant radiologist for review. It was confirmed through a consultant radiologist that the PICC tip extended into the left brachiocephalic vein. It was noted that the image detail on the first image did not allow for it to be discerned if there is a break or significant kink in the PICC. Since a break was not reported, it is likely that a kink is present. The second image appears to depict the catheter after being manipulated in an attempt to remove the kink. A bend in the catheter still appears to be present; however, the right sided PICC has been adjusted with its tip overlying the svc. Based on the location of the kink, possible contributing factors may include placement, securement, and manipulation of the device during use. Since a kink appears to be present based on the x-ray image provided, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of redz0119 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported via ms&s, " nurse has a patient with a powerpicc provena. She states that she does not have any issues flushing, infusing, or getting a blood return. An x-ray was performed and the doctor noted a small kink in the catheter and wants to pull it back. Will this get rid of the kink?" Ms&s response: ¿informed that pulling back the catheter may not get rid of the kink. Discussed signs of occlusion and informed that how to proceed is a medical decision best made by the physician. Caller does not have any product information at this time but does have access to it should it be needed." Additional info. Received (B)(6)2020 - "I originally called bard for help regarding the kink in the PICC line to see if this would cause any harm to the patient. The child¿s PICC line was still fully functional. We could easily draw blood and flush without difficulty. We pulled back the PICC line 2 cm so that the tip was in the svc. There was still a little kink in the line after if was pulled back. As of today, the line is still functional. The arm is not swollen or red. I¿ve responded in red below. I¿ve also attached the x-ray's before and after it was adjusted" what type of catheter securement was utilized? "PICC securement device" placement info: right basilic.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redz0119 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported via ms&s, " nurse has a patient with a powerpicc provena. She states that she does not have any issues flushing, infusing, or getting a blood return. An x-ray was performed and the doctor noted a small kink in the catheter and wants to pull it back. Will this get rid of the kink?" Ms&s response: ¿informed that pulling back the catheter may not get rid of the kink. Discussed signs of occlusion and informed that how to proceed is a medical decision best made by the physician. Caller does not have any product information at this time but does have access to it should it be needed." Additional info. Received 07/24/2020 - "I originally called bard for help regarding the kink in the PICC line to see if this would cause any harm to the patient. The child¿s PICC line was still fully functional. We could easily draw blood and flush without difficulty. We pulled back the PICC line 2 cm so that the tip was in the svc. There was still a little kink in the line after if was pulled back. As of today, the line is still functional. The arm is not swollen or red. I¿ve responded in red below. I¿ve also attached the x-ray's before and after it was adjusted". What type of catheter securement was utilized? "PICC securement device". Placement info: right basilic.